Manufacturer narrative:
Device evaluated by MFR: the returned stent delivery system (sds) was received inside a 6fr pinnacle introducer sheath. A second 7fr pinnacle introducer sheath was also received which was holding the stent on the outside of its tubing. Visual and tactile examination of the sds revealed no damage to the shaft of the device. The balloon was folded and wrapped around the shaft. There was no stent on the balloon. It was possible to see a clear impression of where the stent was originally crimped onto the balloon. Visual and microscopic examination of the stent that was on the 7fr introducer sheath revealed the stent was extremely damaged. The proximal end of the stent was bent backward and was covered in dried blood. The struts on one end of the stent were spread apart. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the renal artery. A 6fr non bsc guide catheter was placed and the 8x20 express ld iliac/biliary stent was attempted to be inserted and advanced through the guide catheter unsuccessfully. The physician then attempted to advance the stent delivery system (sds) over an unspecified guide wire without utilizing the guide catheter. The sds was unable to make a necessary turn to reach the target lesion. When the physician started to pull back on the sds to remove it, the stent dislodged in the iliac artery. A 2mm non bsc balloon catheter was advanced and utilized to partially deploy the stent. Unspecified 3mm and 4mm balloon catheters were then used to deploy the stent further and then ultimately guide the stent just distal to the introducer sheath. A 7fr sheath was placed in the artery and through the stent. A small incision was made at the access site and the sheath was removed with the stent on it. A non bsc stent was placed in the lesion to complete the procedure. There were no additional patient complications reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the renal artery. A 6fr non bsc guide catheter was placed and the 8x20 express ld iliac/biliary stent was attempted to be inserted and advanced through the guide catheter unsuccessfully. The physician then attempted to advance the stent delivery system (sds) over an unspecified guide wire without utilizing the guide catheter. The sds was unable to make a necessary turn to reach the target lesion. When the physician started to pull back on the sds to remove it, the stent dislodged in the iliac artery. A 2mm non bsc balloon catheter was advanced and utilized to partially deploy the stent. Unspecified 3mm and 4mm balloon catheters were then used to deploy the stent further and then ultimately guide the stent just distal to the introducer sheath. A 7fr sheath was placed in the artery and through the stent. A small incision was made at the access site and the sheath was removed with the stent on it. A non bsc stent was placed in the lesion to complete the procedure. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).